Event description:
This lead was returned without documentation from boston scientific. The serial numbers on the lead are unreadable. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. As to the serial number there could be identified the figures (B)(4). The manufacture date was unable to be determined. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection a deformation of the fixation helix was found. Damaging the fixation helix requires the presence of severe mechanical stress. Based on the damage symptoms, it is reasonable to assume that tensile forces during the surgery contributed to this observation. The visual inspection showed approx. 13.5 cm distal to the is-1 connector pin in the region of the suture sleeve a squeezed lead body and a deformed outer conductor coil. Based on the symptoms, it is reasonable to assume that these deformations resulted from a tight suture. The analysis did not reveal any sign of a material or manufacturing problem.